Event description:
It was reported by the affiliate that the (1) ems device was used for an unknown procedure. It was reported that the device jammed. The case was completed with another instrument and there was no consequence to the patient.